Event description:
It was reported that the patient underwent a gastric surgical procedure on (B)(6) 2015 and suture was used with a rasko-grabaw knotting technique. On (B)(6) 2015, the patient¿s drainage showed appearance of gastric fluid. The patient experienced fistula and it was reported the fistula was treated in conservative way with no re-operation. The patient is in good, stable condition.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.